Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
On 2015-12-24 (B)(6)): information was received from a consumer in regards to a patient who was being treated with baclofen, fentanyl, bupivacaine, clonidine, and morphine intrathecal therapy via an implanted pump. Concentration, dose, and lot number were unknown. The pump's indication for use (IFU) was listed as spinal pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. When the patient went to use the personal therapy manager (ptm) on (B)(6) 2015, the ptm screen appeared with a bell and it began making noise and would not allow the patient to have a bolus. The code 8474 was showing on the ptm screen. The patient heard a critical alarm on christmas eve ((B)(6) 2015), coming from their pump device. It was discussed that the code indicated a pump reset and now was set at a minimum rate mode of receiving medication instead of her regular daily dose. The code was unresolved and it was suggested the patient should follow up with the healthcare provider (hcp) as soon as possible to have the pump interrogated to determine the reason why the pump had gone into minimum rate code. The reporter indicated the patient's hcp was not in the office for a week. It was reviewed that the patient should seek immediate emergency medical treatment if needed. The patient was in so much pain due to the issue being reported regarding the 8474 code. She was starting to have trouble talking and didn't know how much longer she could talk because she was in so much pain. The device had stopped pumping medication so she went to the ER (emergency room). When the patient went to the ER the device had fixed itself and the alarm was no longer going off so she was sent home. It was noted that the pump was programmed back to simple continuous infusion mode, however an hour after the patient got home, the device had a critical alarm and had gone back to safe state. At which point the patient went back to the ER. The patient was in the ER (emergency room) at the time of the report ((B)(6) 2015) with a manufacturer representative present and the pump was in safe state. On (B)(6) 2015, a company representative further reported the patient's intrathecal pump contained morphine 15 mg/ml, compounded baclofen 600 mcg/ml at 260mcg/day, clonidine 225 mcg/ml, and fentanyl 400 mcg/ml. Regarding symptoms related to the safe state, the patient experienced increased pain and withdrawal symptoms which were managed with oral and IV (intravenous) medications. As a result, the pump was replaced via emergency surgery and was planned to be returned to the manufacturer for analysis. The lot number, concomitant medication and medical history was unknown. The cause of the pump being in minimum rate mode/safe state was not determined. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the pump found over-infusion with undetermined root cause. Conclusion code no longer applies.

Manufacturer narrative:
The conclusion code 1 no longer applies was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis of the pump was completed. Analysis of the pump also found low battery reset with an undetermined root cause. (B)(4) also applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.